Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the device. To date, no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal and hbp combined procedure, the device had a problem where the clip shape was not exactly fired, the clip was malformed. It is unknown how procedure was completed. There was no delay to procedure and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t92m5m investigation summary the analysis results found that the el5ml device was returned with no damage in the external components. The instrument was tested for functionality and during the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described and reported complaint could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.